Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection around her chest and side under the lifevest. Patient described the wound as red and painful, also that it was open and there was drainage. Patient was in the hospital being treated for the infection with antibiotics. Follow up indicated that the area is healing.